Event description:
It was reported that an ilet user experienced high blood glucose, with a peak of 308 mg/dl, in the context of unannounced carbohydrate snacks, brief pump disconnection after a low insulin alert, and early adaptation to therapy; the user was using an inset infusion set and received troubleshooting and education on infusion set and cartridge changes and not disconnecting for exercise. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to not reconnecting to the ilet in a timely manner; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.